Event description:
IV tubing leaking at start of infusion from what looked to be a kink in the line. Infusion stopped, pharmacy notified, and drug remade. No harm to patient but very inconvenient for him because he had to be in clinic longer than expected. This is a lot number prior to implementation of enhancements according to the baxter reference they provided us with manufacturer response for IV tubing, non-dehp solution set with duo-vent spike (per site reporter).